Event description:
It was reported that the patient had increased spasticity. The patient¿s spasticity and tone had not been well controlled since the pump replacement in (B)(6) 2013. On (B)(6) 2013, the expected reservoir volume was 4.5ml; the actual volume aspirated was 40 ml. On (B)(6) 2013, the expected volume was 3 ml; the actual aspirated volume was 20 ml. A rotor study was done on (B)(6) 2013 and was normal. They attempted a dye study on (B)(6) 2013 and aborted since the clinician was unable to withdraw csf from the catheter. Intra-operatively when the catheter was disconnected from the pump there was no retrograde flow of csf (cerebrospinal fluid). The neurosurgeon then cut the existing 8596sc catheter 14 cm above the proximal end and immediately got a retrograde flow of csf. The neurosurgeon noted there was a blockage at the junction of the explanted sutureless connector and the catheter; after flushing the blockage out with normal saline via a syringe there was subsequently no more impediment of fluid flowing through this juncture. A new proximal catheter segment (14cm) was spliced onto the existing catheter. The pump was also replaced. The patient status was reported as ¿alive - no injury¿. The pump was delivering gablofen.

Manufacturer narrative:
Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant product: product ID 8596sc, serial# (B)(4); product ID 8709, serial# (B)(4), product type catheter. Additional information/device evaluation: analysis of the pump revealed no anomaly found. A portion of the catheter was returned. Analysis of the catheter revealed an indent in the sutureless connector seal. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.